Event description:
Hospital reported that near the end of bypass, the perfusionist turned the rpm's off for a short period of time and when he turned them back on, the motor would not rotate. A backup handcrank device was used to continue case with no effect to the pt.